Event description:
Baxter (B)(4) received a report that an infusor had no flow during storage. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the no flow - non delivery condition was determined to be crystallized drug blocking the glass capillary.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: one sample was received containing approximately 250 ml of fluid in the bladder. Upon receipt, visual inspection of the sample showed no signs of blockage in the delivery tubing and the bladder that could have caused the reported issue. However, flow was not readily observed at the distal luer. Forced prime was attempted, but still no flow observed. Microscopic examination of the flow restrictor showed evidence of crystallized drug blocking the fluid path at the end of the glass capillary. No additional observation was noted from the unit. No repair was performed as this is a single use device and it will be discarded.